Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if the patient was performing (pd) therapy until the time of death or if they were connected. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that, four or five days prior to the receipt of the initial report, the patient collapsed due to a suspected myocardial infarction and subsequently passed away. The cause of death remains unknown as the myocardial infarction could not be verified. The patient was using a homechoice device for peritoneal dialysis prior to death. Should additional relevant information become available, a supplemental report will be submitted.